Event description:
Customer performed a blood glucose test and received a result in the 500's mg/dl. The customer took extra insulin. About an hour later the customer retested and received a result of 600mg/dl. The customer called the paramedics who came and tested their blood glucose level and received a result of 465mg/dl. The customer went to the hospital on the way the customer received a result of 498mg/dl on their device. They were given an IV. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.